Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dark display. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the screen was slightly dark when set to maximum brightness. The customer reported that all other tests passed. The remote service engineer (rse) provided the customer with options for repair. During troubleshooting, the rse identified that swapping the lcd (liquid crystal display) and tray assembly with known good parts made the screen brighter. It was confirmed that the device had a first-generation lcd, and the rse suggested upgrading to the second-generation screen. The customer was provided with a quote to replace the parts required for the upgrade; however, the quote was cancelled, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device has been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.